Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the act button was not working properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned that he needs to press the act button really hard or sometimes it's not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.